Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel c failure was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty channel c pump head module. The channel c pump head module was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a channel c failure. This condition had the potential to interrupt delivery. It is unknown when, or in which care area, this condition occurred. The facility reported that it was not known if there was any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.